Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy on the liberty select cycler and the patient event of bloody pd fluid with subsequent hospitalization for hemoperitoneum. However, there is no documentation in the complaint file to show a causal relationship. Additionally, there is no allegation of a device malfunction or deficiency reported for this adverse event. The cause of the bleeding into the peritoneum was not confirmed. There can be several different causes of hemoperitoneum including intra-abdominal pathology of solid organs including the gastrointestinal tract or it can be associated with the pd catheter or peritonitis. This patient did have a recent episode of peritonitis and it was reported that the patient had membrane failure issues as well as the cause of the peritonitis being attributed to an unspecified gastrointestinal disorder. Based on the available information and no allegation of a device malfunction or deficiency reported for this event, the liberty select cycler can be excluded as the cause of the patient¿s hemoperitoneum. Hemoperitoneum is seen in patients receiving peritoneal dialysis (pd) because the pd catheter provides a window to the peritoneum. Gynecological associated phenomena account for the majority of cases. Intra-abdominal pathology of solid organs such as the kidney, liver, and spleen as well as the gastrointestinal tract is recognized. Unique to pd patients, hemoperitoneum may be associated with the catheter itself, uremic bleeding, or peritonitis. A successful pd program requires nephrologists, pd nurses, and patients assess and manage hemoperitoneum in a systematic fashion. This reviews hemoperitoneum in adult pd patients. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a follow up call for an operational question about the extraneal bag being empty during treatment, a peritonitis dialysis (pd) patient stated that they went to the hospital due to bleeding into their bags during treatment. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient had contacted the pd nurse on (B)(6) 2019 to report a blood clot in the pin. The patient could not get fluid in or out during treatment. The pd nurse instructed the patient to put the pin in and if they still could not get fluid in or out to complete manual treatment in the morning. On (B)(6) 2019 the patient contacted the pd nurse again to report the issue that was relayed to technical services about the extraneal bag being empty. During the call to the pd nurse, the patient also reported seeing bloody fluid in the bag. The patient was asked to report to the pd clinic for evaluation. At the clinic, the pd nurse noted the patient to have bright red blood in the bag. The patient¿s pd catheter (not a fresenius product) was flushed until clear. The pd nurse was able to get fluid in and out of the pd catheter, however, the fluid became bloody again. The clinic physician sent the patient to the emergency room (ER) where the patient underwent an abdominal x-ray. The x-ray revealed the patient¿s peritoneum to be full of blood. The patient was admitted to the hospital. Intervention for the bleeding is unknown. The patient had a permacath placed and was initiated on back up hemodialysis (hd). The patient was discharged on (B)(6) 2019 and was to begin nocturnal in-center hd treatments with the plan to move to daytime hd treatments. The cause of the blood in the peritoneum was not confirmed. The pd nurse did report a recent case of peritonitis on (B)(6) 2019 in which the culture grew enterococcus faecalis. The cause was attributed to an unspecified gastrointestinal disorder. It was also reported the patient had membrane failure issues (unspecified). The pdrn stated there were no issues with the liberty select cycler that would account for the blood in the peritoneum.